Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). The rep reported that the patient wasn't getting relief desired from the ins and decided to have the system removed. The rep reported that they had no other information because they had not met with the patient; they were notified solely to update the patient¿s records. No further complications were reported.